Event description:
It was reported that during a laparoscopic gastric bypass procedure, the first stroke of the first firing on the stomach with a blue reload was difficult. The surgeon tried the manual release and he could not get the device to open. The surgeon decided to fire the device and when the surgeon opened the device, the staple line was incomplete. The surgeon over sewed the staple line. A little bleeding occurred, but not much. There was no blood products were given to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.